Manufacturer narrative:
Additional information: h6 and h10. H10: the actual device was not available for evaluation, however four pictures were provided for investigation. The visual inspection of the four provided photos showed the ultrafilter out of the machine. The product was wet. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed during treatment with a u9000. There was no patient injury or medical intervention associated with this event. No additional information is available.